Event description:
Ac shallowing at pow3 resulting in I-k touch and tube-cornea touch with iop of 4 requiring ac reformation with healon. Unknown time of ac shallowing but occurred between pow1 and pow3. Pt reports that he sneezed a couple of days ago with subsequent pain in his eye

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Three attempts were made to contact the customer to request the return of the unit for evaluation. However, no response has been received. As the device is not available for return, no device malfunction could be confirmed.